Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 10aug2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
The customer owned device was previously returned to pentax medical from a customer on 23/jul/2018 and inspection of the unit was performed on 03/aug/2018 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, passed dry leak test, passed wet leak test, customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed, along with miscellaneous parts, and returned to the user upon completion.